Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose value was over 500 mg/dl. The customer blood glucose level was over 300 mg/dl at the time of incidence and the current blood glucose level was 245 mg/dl. Customers other blood glucose value was 315 mg/dl and 421 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection, bolus and intravenous insulin. Customer reported that they did not allege pump was under delivering. Customer stated auto mode feature was not active. Assisted customer to performed high performance tests and test result was insulin pump alarmed no delivery. The device will not be returned for analysis.